Manufacturer narrative:
The user facility did not report the event to irvine scientific. Irvine scientific was only made aware of the event upon the receipt of the maude event report (foi) from the FDA.

Event description:
Irvine scientific received a maude event report (foi) from the FDA for a user facility that reported the event under voluntary report number: mw5031305. The event reported was that upon the thaw for embryo transfer, the cryopreservation loop failed causing a loss of embryos. The embryos were unable to be recovered and the embryo transfer was canceled.